Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), hard to breath. Stop breathing when I sleep. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening), hard to breath. Stop breathing when I sleep. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. Previously submitted report was filed with incorrect reporting institution name and missing reporting address section. In this report, reporting institution name and reporting address section has been corrected and updated.